Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer passed away due to diabetes complications. It was stated that the customer was wearing the insulin pump at the time of death. It was also stated that the customer suffered from gastroparesis as well as other health issues. The customer's widow was contacted and she agreed to return the insulin pump for analysis.